Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer.

Event description:
It was reported that during a surgical procedure, the electrode tip was hot and an orange colour. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The reported event, for excessive heat of the electrode, was not confirmed as the product was not received for evaluation. Without having the product, we are unable to determine the actual cause to the reported event. Possible causes include: electro surgery on small appendages, or generator being turned above voltage rating. Product IFU #0703-046-708 rev.a was reviewed as part of this investigation and contains information and warnings for causes of excessive heat. Device not received for evaluation.

Event description:
It was reported that during a surgical procedure, the electrode tip was hot and an orange colour. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.